Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the patient needs an urgent line and had an anaphylactic reaction, tingling fingers and toes, then swelling of the face, lips and tongue, during insertion of a powerpicc solo. Symptoms resolved promptly after receiving treatment and removal of the line. Treated with adrenaline, oxygen and piriton/hydrocortisone.